Event description:
The device was returned for service. During service by baxter, pump #1 over-delivered during accuracy testing and broken door #2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported "both sides out of tolerance". Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of both sides out of tolerance was confirmed caused by broken door #1 and #2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.